Event description:
Initially the customer reported that erroneous results were generated on the access 2 immunoassay system for approximately twenty patient samples. Specific assays were not referenced by the customer, however the list of assays run on this instrument were troponin (accutni), creatine kinase-mb isoenzyme (ck-mb), thyroid stimulating hormone (tsh), free total thyroxine (frt4), prostate specific antigen (psa), folate and vitamin b12. It was unknown at the time, which assays were involved in the event. Clarification with the customer and data supplied by the customer indicated the generation of erroneous cardiac troponin (accutni) results for four patient samples. This report is two of three, representing one patient result generated on (B)(6) 2011. The erroneous accutni result was not reported out of the laboratory, and hence there was no death, serious injury or modification to patient treatment associated with this event. A repeat test of the same sample generated on the same instrument was higher than the initial result, still above the acute myocardial infarction (ami) threshold, and outside the accutni assay precision limits. The patient's ck-mb results were also above the normal reference range at the time of this event. System check and sample collection and handling information was not provided by the customer. Quality control results during the timeframe of this event were outside the customer's established specification ranges. Quality control data was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011: the field service engineer (fse) replaced the wash valve stator, rotor and seals. The fse also replaced the peri-pump and verified all pipettor and belt alignments. The fse verified repairs per established procedures and the results met published performance specifications. Although repairs were made to the instrument prior to its return into service, a definitive root cause for this event has been not been determined to date. The mdrs associated with this event are: 2122870-2011-02045, 2122870-2011-02044, 2122870-2011-01993.